Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 375 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer was advised that we would replace the set and reservoir and return the product for analysis due to occlusion.